Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was smoking last night. The patient had been using the purewick product for more than 90 days and replacement done.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. A bd purewick urine collection system, pump tubing, collection canister with lid, and external power cord were returned. There were no cracks in the canister, but there was residue within the canister. The stop valve opened and closed freely when shaken. When plugged in, there was light and sound indicative of the pump functioning correctly. When the device was left running to observe if any overheating/smoke was present, the device shut off after about 5 minutes. Multiple outlets were tried to see if the device would turn on, and then it was left plugged in for about 5 minutes more, but the power never returned. There was no heat or smoke coming off of the device during this time period. Upon opening the device, there was urine residue within the base and enclosure. There was urine residue along the edges of the enclosure, with some on the battery as well. The inner pump tubing and exhaust tubing were discolored from residue near the pump itself. There was residue on the pcba as well. With the in-house battery, there was light and sound indicative of the pump functioning correctly. A potential cause of failure is "inadequate component selection or degradation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics." "Use only the purewick¿ urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty." "To reduce the risk of electrical shock or injury, do not disassemble this unit. No modification of this equipment is allowed." Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the purewick urine collection system was smoking last night. Patient had been using the purewick product for more than 90 days.